Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump's retainer ring. Troubleshooting was performed and found that the reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer will discontinue using the pump and insulin pump will be returned for analysis.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.